Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 350 and 170 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quailty controls used. Requested return of suspect device and replacement was sent. Advantage system: advantage meter serial number unk, comfort curve test strips lot number and expiration date unk.